Manufacturer narrative:
Concomitant product: 6945-58 lead, implanted: (B)(6) 2000; t510c29 tissue valve, implanted: (B)(6) 2012.

Event description:
It was reported that the right atrial (ra) lead alerted for low impedance. The lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed. No patient complications have been reported as a result of this event.